Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that after using the blade during a procedure, a piece of metal was noticed to be lying next to the patient. It was further reported that x-rays were taken to ensure no pieces were left in the patient. There was no adverse consequences or surgical delay reported as a result of this event.

Event description:
It was reported that after using the blade during a procedure a piece of metal was noticed to be lying next to the patient. It was further reported that x-rays were taken to ensure no pieces were left in the patient. There was no adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The device was returned. The quality investigation is complete.